Event description:
As reported, the balloon of a 5f mynx control vascular closure device (vcd) ruptured during use. Manual compression was used, and the procedure was completed safely. There was no reported patient injury. The vessel had proximal calcification, and the balloon was understood to have become trapped and ruptured. The mynx vascular closure device (vcd) was used during an interventional procedure using an antegrade approach. A 5fr unknown short sheath was used. Femoral artery suitability, including vascular sheath introducer insertion angle assessment, was verified. The device was used in the superficial femoral artery (sfa). Vessel diameter was verified to be greater than or equal to 5 mm. No vessel tortuosity was reported. Severe calcification was observed in the proximal portion. The mynx vascular closure device (vcd) was stored and prepared according to the instructions for use. The device will not be returned for evaluation as it was discarded.

Manufacturer narrative:
Due to system limitations, section h6 required to input type of investigation, investigation findings, and investigation conclusions for an initial report. Pending additional information to complete investigation. A review of the manufacturing documentation associated with lot j2511801 presented no issues during the manufacturing process that can be related to the reported event. Additional information is pending and will be submitted within 30 days upon receipt.